Manufacturer narrative:
Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The nurse reported that the central nurse's station (cns) did not alarm for a patient that was having a tachycardia occur. They explained that in some instances the cns would alarm and show the event. However, it missed it for at least 2 times. They stated that the tachycardia that alarm versus the tachycardia that did not were in the same consistency of severity. They are questioning why this happened and why the alarms did not appear at all. Nihon kohden technical support (tech support) stated that they would need to pull logs for quality to investigate, but they were not very cooperative and stated that they would have someone else do that. No patient harm was reported.